Event description:
Customer's mother reported blood glucose results of 373 mg/dl on the advantage system and 99 mg/dl within 10 mins on a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A requested was made for the return of the system, replacement was sent.